Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2009. During the hysteroscopy phase of the procedure, after the initial 2 minutes, the nurse pressed the button for more hysteroscopy time. The machine ran fro 5 seconds and then stopped. The screen froze and the fluid stopped circulating through the system. They removed the procedure set and used another of the same device and completed the case with no patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.